Event description:
It was reported that during an attempted implant, lead exhibited variable low pacing lead impedance and intermittent pacing was also observed. The lead was not implanted and was replaced. A kinked in the lead approximately 10cm from the distal tip was observed. The patient was fine throughout and post-procedure.

Manufacturer narrative:
(B)(4). Partial lead with the distal tip measuring 46.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.